Event description:
Philips identified a software defect internally in the intellispace cardiovascular (iscv) that when changing patient linking configurations in section "step 2" of the system administration manager, a checkbox in section "step 1" was reset. The issue was identified internally and was not in clinical use at the time of event. Philips investigation is on-going.